Event description:
It was reported to nova biomedical on (B)(6) 2010, that approximately a month ago, a consumer received a result in the 300's on her blood glucose meter. Based on that result, the consumer went to the hospital to have them test her blood glucose level. The consumer was not forthcoming with the time differences in when she got her result and when she went to the hospital. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.